Manufacturer narrative:
Product ID neu_unknown_cath lot# serial# unknown implanted: explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown medication via an implanted pump. The hcp was calling for hyperbaric treatment guidelines. Per the hcp, the patient¿s wife reported that the catheter caused a granuloma. The hcp had no further information regarding the event.